Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2016 at 9pm. The patient manages their diabetes with insulin pump therapy and stated that as a result of the alleged product issue they increased their insulin dosage by an unspecified amount. The patient stated that within an hour of this they developed symptoms of sweaty and delirious&#56096;however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved; this was the first time the patient had used the product. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.